Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was hard to push. The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). The patient reported reusing needles. With the guidance of a trained professional; the issue was resolved and the pen was working normally. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use states to use a new needle for each injection. There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of injection button hard to push and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program (psp), concerned a 56-years-old female patient of unknown origin. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100u/ml) from cartridge via reusable device (humapen ergo ii), twice daily (19units each morning and 16units at night), subcutaneously for the treatment of diabetes mellitus from (B)(6) 2019. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, the screw rod of the injection pen was not easy to press (B)(4) and lot number was unknown) and because of the issue of injection pen, her blood glucose was high (fasting blood glucose value was over 20 and postprandial blood glucose value was 29). Reportedly, the needle of the injection pen was reused. On (B)(6) 2019, she was hospitalized due to the event. As of (B)(6) 2019, the condition that blood glucose high had improved already (recovering) and she was not yet discharged from the hospital. No more details regarding treatment and laboratory tests done while hospitalized were provided. The human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The suspect device was not returned to the manufacturer as the diabetic educator resolved the issue and the pen was working normally. The reporting consumer did not provide a relatedness assessment for the event to human insulin isophane suspension 70%/human insulin 30% therapy but related it to the humapen ergo ii issue. Update (B)(6) 2019: information was received on (B)(6) 2019 from the affiliate. No new information was received and no new medically significant information was updated to this case. Update (B)(6) 2019: information was received from global patient complaint database on (B)(6) 2019. Product complaint was already processed. No medically significant information was added to the case. Edit (B)(6) 2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2019: additional information received on (B)(6) 2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100u/ml) from cartridge via reusable device (humapen ergo ii), twice daily (19units each morning and 16units at night), subcutaneously for the treatment of diabetes mellitus from (B)(6) 2019. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, the screw rod of the injection pen was not easy to press (pc was awaited and lot number was unknown) and because of the issue of injection pen, her blood glucose was high (fasting blood glucose value was over 20 and postprandial blood glucose value was 29). Reportedly, the needle of the injection pen was reused. On (B)(6) 2019, she was hospitalized due to the event. As of (B)(6) 2019, the condition that blood glucose high had improved already (recovering) and she was not yet discharged from the hospital. No more details regarding treatment and laboratory tests done while hospitalized were provided. The human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The use of the humapen ergo ii was continued and its return was not expected. The reporting consumer did not provide a relatedness assessment for the event to human insulin isophane suspension 70%/human insulin 30% therapy but related it to the humapen ergo ii issue. Update 02-jul-2019: information was received on 25-jun-2019 from the affiliate. No new information was received and no new medically significant information was updated to this case. Update 05-jul-2019: information was received from global patient complaint database on 03-jul-2019. Product complaint was already processed. No medically significant information was added to the case. Edit 08jul2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.